Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have been experiencing extended charge times where the charge duration is multiple hours and it doesn't even get to full. Patient stated this started approximately a year ago. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; controller is 90 percent and implant is red/empty. Caller confirmed no physical damage on recharger cord/pins. Caller then connected recharger and confirmed batteries (49) recharging excellent. After a few minutes the controller battery went down to 80% but the implant battery was still in the red. Patient will continue charging and will call back if they encounter any issues..